Manufacturer narrative:
Supplemental: product investigation did not confirm the reported fracture and out of range high shocking impedance observations. This lead was subjected to and passed continuity test. This lead failed the visual inspection test. Detailed analysis noted surface abrasions and damage on the outer insulation approx. 140-300 mm from the terminal end, cuts with surface abrasion on the suture sleeve and misalignment of the shocking coils. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as the conductor was fractured. The fracture was discovered through out-of-range high impedances. This lead was returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as the conductor was fractured. The fracture was discovered through out-of-range high impedances. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.